Manufacturer narrative:
Device labeling single use or reuse.

Event description:
A doctor reported 4 pts who experienced infectious corneal ulcer(s) (ICU). The pts experienced a total of 7 events. Pt 1 experienced 1 ulcer, pt 2 experienced 3 ulcers, pt 3 experienced 2 ulcers and pt 4 experienced 1 ulcer. The doctor reported that in each event the pt was instructed to d/c contact lenses (cl) until the ulcer resolved. In each event the ulcer resolved. Pt 3 wore acuvue oasys cl and was diagnosed with ICU during 2 separate events. This record has been created to report infectious corneal ulcer od, diagnosed in 2007. It is unknown what disinfecting solution the pt was using. The treatment regimen included d/c cl x 3weeks, vigamox every 15 minutes x6 then q 30 minutes x6 then q 3hrs. Ecp reported that the ulcer resolved. See MDR # 1033553-2008-000045 to capture event in the other eye. The suspect cl is not available for evaluation. The lot number was not available for DHR investigation. The MDR reportable events are reviewed in quarterly management review meetings. Any additional information will be reported within 30 days of receipt.